Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance had gone above the normal range. It was also noted that the threshold had risen slightly but was still within range. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.